Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she had been having a lot of problems with implant and wanted it removed but no healthcare provider (hcp) would remove the device due to liability. The patient reported that she was basically bed ridden and couldn¿t do anything thing and the only time she was not in pain was when she was lying flat on her back. The patient reported that she had the ins reprogrammed many times and it didn¿t work. The patient reported that she charged the implant and turned the ins on and had to turn it off because it hurt so badly and she couldn¿t walk at all. No further complications were reported.